Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It could not be determined where the exact cause was. However, the camera cable was severely bent and twisted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to the camera cable damages of the subject device. The camera cable damage might have occurred due to the user handling with twisting the camera cable and it could be the camera cable break. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was only a black screen at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.